Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. Review of the device activity log shows multiple occurences of error (B)(4) which indicates the battery button was not pressed after batteries were installed. The device was recertified and returned to the customer. No trend is associated with reports of this type. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that during biomed testing, the device displayed "change battery" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed "insert battery" message. Complainant indicated that there was no patient involvement in the reported malfunction.